Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that the hamilton-c6 ventilator stopped ventilation while a patient was connected. An additional device was required to continue ventilation. No harm occurred. The logfile analysis indicates that an ambient state condition occurred. Based on the logfile review, the blower module is suspected to be the root cause.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton-c6 ventilator stopped during active patient ventilation. The event occurred on (B)(6) 2025 while operating in spont mode. Due to repeated alarms with technical errors, the device entered ambient mode, resulting in a ventilation stop. The device was therefore replaced during clinical use. No patient impact and consequences were reported. Log file analysis indicates a hardware-related issue, with the blower module identified as the most probable root cause. The blower module was replaced, all required checks were completed, and normal device operation was confirmed. No patient harm reported. No further information was received. The case is considered closed.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): the hamilton-c6 ventilator shut down while a patient was connected to the ventilator. The hamilton-c6 ventilator alarmed. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference nr. (B)(4). Hamilton medical ags conclusion: investigation is ongoing.